Event description:
Procedure type: gastrectomy. According to the reporter: the dst gia 100 was applied to gastrectomy to be used in closing body of stomach. The stapler was stuck during firing and was cut off to remove the instrument from tissue.

Manufacturer narrative:
(B)(4).